Event description:
The complaint received states that during an interventional procedure, a smart control device was frayed on the distal tip. As reported by an affiliate, the physician noted the tip of outer sheath of an 8 x 30 smart control was frayed and rough after the product was taken out of the package and flushed. There had been no difficulty in prepping the device. The product was not clinically used and the physician decided to cancel the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14112197 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14112197. The molding and fusing parameters were reviewed and no anomalies were found. The complaint of distal tip frayed could not be confirmed because the device was not returned for analysis. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited information does not suggest what other factors may have contributed to the reported event.